Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an endovive two port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinsons disease. The procedure was performed on (B)(6) 2018. According to the complainant, the jejunal tube was occluded. Reportedly, the patient was asked to flush the tube before the replacement procedure but she could not since it is clogged. During the procedure, the old tube was removed and thrown away. The procedure was completed with a new endovive two port through the peg jejunal tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.